Event description:
Ff/emts responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device lost power before it could analyze the pt's rhythm. The reporter stated the crew was unable to use the device to treat the pt and called for a backup. A backup manual defibrillator arrived and was used but the pt was not resuscitated.